Event description:
It was reported that a lead warning was triggered for the ventricular lead due to high/unstable thresholds, low pacing impedance, and undersensing. A lead insulation issue is suspected due to subclavian crush. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst noted the ventricular pacing impedance was steady at approximately 200 ohms, then the maximum measurements reached approximately 550 ohms with a high count of low impedance paces. (B)(4).